Event description:
It was initially reported that an unknown patient had high impedance. No additional information was available at that time. Further information was received with the identity of the patient. The patient was not disabled at that time. X-rays were taken and radiology detected a lead fracture. X-rays will not be sent to the manufacturer for review. There was no reported manipulation or trauma. The patient had a generator and lead replacement. Attempts for product return have been unsuccessful to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
No discontinuity was identified in the x-ray review by radiology.

Event description:
The initial report inadvertently reported that radiology detected a lead fracture. It was reported that the patient was sent for x-rays for radiology to detect a lead fracture, but that the x-rays did not identify a discontinuity with the vns system.